Event description:
Ihealth covid-19 antigen rapid test (gtin: (B)(4), lot number 223co20220, use by date 2022-8-19) contained a sealed, but empty vial of reagent. No health consequences, but delay in test as replacement test was acquired. FDA safety report ID # (B)(4).